Event description:
In this case, a pt, with a large body mass index, moved the slicker and pad off to one side while they were getting onto the imaging couch for their cardiac scan on the brightview xct camera, after the pt scan was completed, the operator selected the pt loading pre-programmed motion (ppm) to remove the pt from the imaging couch. When the imaging pallet was retracting back onto the imaging couch, the pt's body tissue overlapped the slicker and got caught between the imaging couch and pallet. The operator stopped system motion by pressing the stop button on the touchscreen which halted the motion of the system in a controlled fashion. The operator was able to free the pt's body tissue from between the imaging couch and pallet. After freeing the pt's body tissue from between the imaging pallet and couch, the pt was removed from the system. The pt was examined by a trained medical professional who noticed a laceration on the side of the pt's mid-section. The pt required sutures to close the laceration on the side of their mid-section.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).